Manufacturer narrative:
The analysis of the ICD was able to confirm the clinical observation. The activation of the eos state took place at the time of the reported MRI exam. In general, a special MRI safe program must be manually programmed in the ICD before beginning an MRI exam. In this case, no prior programming of the MRI safe program took place, which led to the clinical observation. In a further analysis, the ICD's capability to provide therapy was tested. The device proved to be fully functional. The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - an insulation defect directly at the connector plug was detected during an ICD exchange. It is suspected that the damage was caused by the extreme lead position in the pocket (compressed + kinked). No worsening of the patient's state of health was reported. Based on the provided analysis, this device was being explanted due to eos. An MRI was performed before setting it into the MRI safe program.